Manufacturer narrative:
Device passed the displacement test. Hardware low level failures alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. Customer's blood glucose value was 6.0 mmol/l. Customer stated that the insulin pump did not pass the self test. Customer stated that they were able to rewind the insulin pump. The product will not return for the analysis.